Event description:
It was reported that the protective patient line pull ring cap of an unspecified quantity of amia automated pd cycler sets had fallen off the patient line connector and was loose in the packaging. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a green pull ring cap dislodged from the patient luer adapter. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.